Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and motor error during basal delivery. Customer does not use the sensor feature and they were able to complete the rewind sequence. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. No motor error alarm and the motor passed motor test. No e70 alarm on alarm history screen. No unexpected excessive no delivery alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.